Manufacturer narrative:
Zimvie complaint (B)(4). Zimvie received one (1) ifnt415, (full osseotite tapered certain implant 4 x 15mm) for evaluation. Visual evaluation was performed, no fracture has been identified on the implant. DHR review was completed for the subject lot number 2015080402. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2015080402 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: fracture: implant. The customer did not submit images for the reported event. A definitive root cause could not be determined since the device malfunction did not occur, and the reported event has been unconfirmed following physical evaluation. Therefore, based on the available information, a device malfunction did not occur. No fracture of the implant was identified. The reported event was not confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint: (B)(4).

Event description:
T was reported that the implant at tooth site #4 was removed due to implant being fractured.